Manufacturer narrative:
During troubleshoot the biomed confirmed the power supply and the fuses were tested and in worked appropriately. The biomed declined sending the monitor in for service at this time. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The technical support engineer was informed by the biomedical engineer at the user facility via telephone that the high-definition liquid crystal display monitor was found to have a no image malfunction during maintenance. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.